Event description:
It was reported that the left ventricular (lv) lead triggered an alert for a lead impedance warning. In addition the lv and right ventricular (rv) lead impedances were greater than 1000 ohms when the baseline had been around 1000 ohms. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d274trk implantable cardioverter defibrillator (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2009. (B)(4).